Manufacturer narrative:
Article citation: elliot, robert, a. Morsi, a. Silverberg, c. Carlson, e. Geller, o. Devinsky, and w. Doyle. "Vagus nerve stimulation in 436 consecutive pts with treatment-resistant epilepsy: long-term outcome and predictors of response."

Event description:
It was reported in a scientific article that a vns pt experienced varying degrees of vagus nerve injury that included mild but permanent hoarseness. Good faith attempts to obtain additional information from the treating physician have been unsuccessful to date.